Event description:
The customer reported to olympus that the cysto-nephro videoscope was reprocessed without the eto (ethylene oxide valve) cap, which resulted in the distal end degloving. The issue was noticed during preparation for use as the nursing staff opened the sterilized scope case during setup. It was reported that there was no procedural delay as a similar (unspecified) device was used, and there was no procedure or patient involved in this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to insufficient or incorrect reprocessing scope. Further evaluation found that the bending rubber was leaking and blown out, the video cable was buckled and inflated, and the video connector was cracked. The device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. The root cause could not be identified; however, it was presumed that misuse by the user is presumed, and we judge that the indicated matters can be prevented by the instruction manual below. The instructions for use (IFU) states the following guidelines: visera cysto-nephro videoscope; olympus cyf type v2; olympus cyf type va2 and olympus cyf type v2r chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.